Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 41 mg/dl, which was treated with food. The most recent blood glucose reading was 105 mg/dl. Upon inspection, it was found that the reservoir showed more insulin than what was shown on the status screen. The customer was advised to consult her doctor regarding low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.